Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. Approximately 39cm distal to the is4 connector pin the lead body was found squeezed and deformed. At this location a conductor fracture of the conductor coil leading to the distal ring electrode and a conductor fracture of one of the conductor coils leading to the lead tip were noted. This damage is assumed to be the root cause of the observed out of rang pacing impedance. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Clinician reported two out-of-range impedance measurements on home monitoring dated (B)(6) 2019. Periodic iegm dated (B)(6) 2019 shows what appears to be complete loss of capture. Lead was explanted on (B)(6) 2019.